Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The gas delivery system assembly was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test at the 0 slpm setting. There was no patient involvement.